Event description:
Due to the position of her implantable neurostimulator, the patient had to stand to recharge. She could not tolerate recharging longer than 10 minute intervals. The patient was seen in the clinic. The device had not been recharged for 6 months. The patient felt no stimulation. Telemetry was not possible. The device was replaced. The patient could successfully recharge afterward. The patient was no longer having problems with her implanted system.